Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one endeavor sprint drug eluting stent was implanted into the proximal rca. Approximately, 8 months post index procedure the patient suffered a cerebral infarction. The patient was treated with medication and recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.